Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). Sample material from the patient was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys anti-tshr results from the cobas e 801 analytical unit. The customer suspected an interference. The patient's results have been significantly elevated and do not match the patient's clinical presentation. One anti-tshr result of 25.50 iu/l was provided.

Manufacturer narrative:
Sample material from the patient was not provided for investigaiton. The customer sent the sample to another laboratory with an independent method, which confirmed the positive result (34.6 iu/l), which confirmed the customer's result. The investigation excluded a general reagent problem. No product problem found.